Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported from the nicu that the syringe pump was infusing small boluses of ivf maintenance fluid without being programmed due to an interaction with interoperability. There was patient involvement but no harm/impact to the patient.

Event description:
It was reported from the nicu that the syringe pump was infusing small boluses of ivf maintenance fluid without being programmed due to an interaction with interoperability. There was patient involvement but no harm/impact to the patient.

Manufacturer narrative:
Additional information : imdrf annex a, c, d and g codes. Additional information : manufacturer narrative. The reported issue that the syringe pump was infusing small boluses of ivf maintenance fluid without being programmed, could not be confirmed by tech support. No further investigation of this issue is possible at this time, and no patient harm was reported.